Event description:
The customer's blood glucose was unknown. It was reported that there were cracks around the display window of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner. The insulin pump also had a cracked end cap, a minor scratched lcd window, cracked battery tube threads and a cracked, bleeding lcd glass.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.